Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and watchman flx pro closure device was selected to be used. The patient was discharged on oral anticoagulation for 45 days and then switched to dual antiplatelet therapy (dapt). During a routine 3 year follow up transesophageal echocardiography (tee), a non-mobile, device related thrombus (drt) was noted on the face of the closure device. The patient was put back on oral anticoagulation (oac) and will return in 90 days for a follow up tee.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. D6a: implant date is an approximate date as the actual implant date is not known.